Event description:
When the dentist removed the light from curing a composite on an upper arch tooth, the nose cone fell off and hit the patient's nose leaving a 12mm long cut about 2mm deep. The dentist was able to control the bleeding by applying direct pressure. According to the dentist no glass or debris entered the eye.